Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a catheter break occurred. A angiojet® solent¿ omni was selected for use in a thrombectomy procedure. During removal from the sheath, it was noted that the catheter was broken on a portion that had previously been in the body. Part of the catheter was broken inside the sheath. The device was not on when this occurred. A different device was used with a non-bsc sheath to complete the procedure. There were no patient complications reported and the patient status is stable.